Event description:
The pt underwent a laparoscopic hernia repair procedure in 04 with mesh and auto suture ptack 30, 5mm fasteners. Pt was experiencing pelvic pain. Pt had laparoscopy followed by laparotomy in 05. Post-operative diagnosis was labelled as adhesions. During laparotomy, a protack fastener was seen between the uterus and bladder. This fastener was removed. Two other fasteners were attached to the bowel. A small bowel resection was performed.